Manufacturer narrative:
Zoll medical france evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not operate correctly regarding the default impedance. No further information was available regarding the alleged failure. Complainant indicated that there was no patient involvement in the reported malfunction.